Event description:
N/a.

Manufacturer narrative:
Additional information received: there was a slight fold of the surgimend and it was not folded in on itself. It was the first time the surgeon used surgimend with this patient population. No unusual storage and saline temperatures were observed. The unit was stored/kept flat at room temperature.

Manufacturer narrative:
Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received: "implantation of surgimend prothesis on (B)(6), 2021 for diaphragmatic hernias. Following this procedure, on (B)(6), 2021, the 2 years old children need to have second surgery for an eventration due to a very weak colonization of the prosthesis by muscle cells. The prothesis was almost absorbed except for crown of 1mm to 3mm wide with serous aspect." Surgery report on (B)(6), 2021: date of surgery : (B)(6), 2021 anesthesia : general anesthesia and thoracic epidural left thoracoscopy for bochdalek hernia (late detection) without bag/sac optic 5m, 0° 2 trocars of 3mm type rota lok major part of right, transverse and left large intestine are in the thorax and all the small intestine. Hernia reduction (insufflation 4mmhg; 1.5l/mn) the diaphragmatic defect/impact is very large and it won¿t be closed without prothesis. It is defect (type b-c). Integra prothesis 1 mm thickness, 5*6cm the prosthesis was rolled up like a carpet to enter into left pleural cavity thanks to the increase of tracar orifice (initially 3mm) for right hand of operator. Later, they use an instrument of 5mm for the right hand, more adapted/suitable for needles ethibond 2/0. Insufflation was maintained but leakages were important, which did not lead to any consequences as the reduction was maintained and the left lung was still collapsed. Surgery report on (B)(6), 2021: date of birth : (B)(6), 2020 date of surgery : (B)(6), 2021 anesthesia : general then loco-regional anesthesia revision after treatment of left diaphragmatic hernia (type bochdalek), thoracoscopy for diagnosis and subcostal laparotomy for treatment it was not diaphragmatic hernia (late detection) but a congenital diaphragmatic hernia diagnosed late with important impact on the diaphragm. The integra prothesis was implanted via thoracic way and it should be colonized by myoblasts. But it was thick and strong. 3 months later: the full congenital diaphragmatic hernia was back left thoracoscopy (only one trocar of 5mm below tip of scapula), indicating presence of hernia with bag/sac. Prothesis was not visible or identifiable. Large diaphragmatic orifice left subcostal laparotomy: they removed the adhesions with large intestine, kidney and the bag. Resection of the bags and some peripheral structures (which looked like the prothesis initially implanted) histological analysis report // (B)(6), 2021: several ablations of peritoneum ¿ canal of nuck clinical information: hernia bag/sac with rest of integra surgimend prosthesis. Previous operated left diaphragmatic hernia + prosthesis. Prosthesis failed and it seems almost completely absorbed. Sampling of biopsy-ablation of hernia bag/sac : 1 congestive fragment of 8*5cm; 2 fragments of 1.7 and 1cm long axis. According to histological analysis, they (modified structure) are congestive, fibrous, and inflammatory. Sampling of biopsy-ablation of hernia bag/sac : one fragment 0.7*0.7cm according to histological analysis, it (modified structure) is congestive and fibrous sampling of biopsy-ablation of hernia bag/sac : flap of 4*4.5*0.2cm according to histological analysis, it (modified structure) is congestive, fibrous and inflammatory no malignancy conclusion : hernia bags/sacs ¿ biopsy-ablation, modified structure fibrous, congestive and inflammatory.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cracked/broken surgimend: product was implanted in a (B)(6) child on (B)(6) 2021. An open revision surgery was done to avoid any complication; surgeon informs that the risk of recurrence of congenital diaphragmatic hernias is high in case of prothesis implementation. Comments from surgeon : "I have just operated, the prosthesis is totally unrecognizable, disintegrated, as if melted and replaced by a serous sac with still some traces of the prosthesis on the edges. I send the samples for pathology analysis ... I put on a non-absorbable, gore-tex dual mesh plate via laparotomy. The prothesis is obviously absorbable and in record time (june to september)"